Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a loud hissing noise from driveline connection at pump. There was no harm reported to the patient.

Manufacturer narrative:
The fse was able to confirm the reported issue. In order to fix the issue, the fse replaced the muffler (0103-00-0631). The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). The following part was received muffler, 1/8 npt with the reported complaint of being fractured. The technician performed a visual inspection of the muffler and observed that the muffler was fractured. The technician verified the failure of the muffler being fractured. Retaining the muffler in the nrc per procedure.

Event description:
N/a.